Manufacturer narrative:
.

Event description:
A report was received that the patient was charging the ipg frequently. It was noted that the patient's ipg had migrated which resulted in difficulty charging. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Event description:
A report was received that the patient was charging the ipg frequently. It was noted that the patient's ipg had migrated which resulted in difficulty charging. The patient will undergo a revision procedure.